Manufacturer narrative:
The investigation for the reported purge issue has been completed. The product was returned, and the issue was confirmed. Data analysis: aic logs were not relevant to this failure mode. Device analysis: the pressure reading was below the 75 mm hg limit when pressure of 100 mm hg was applied. Failure mode was isolated to the purge pressure sensor. This component was replaced so that the console passed this section of the procedure. Per the results of the clinical review and investigation, the root cause was determined to be due to defective purge pressure sensor. This report is being filed as part of a retrospective review of historical records.

Event description:
The biomedical engineer reported that during preventive maintenance the automated impella controller (aic) purge pressure displayed 65 mmhg when 100 mmhg was applied. There was no patient involvement.